Manufacturer narrative:
When the equipment was repaired, internal electronic parts were replaced, which is consistent with an electrical short circuit. No pt or operator injury was noted in the service/complaint records.

Event description:
The customer(s) returned the orthopat perioperative autotransfusion system for repair due to fluid ingress. Fluid ingress resulted in electronic failure due to short circuit. No pt or operator injury was noted in the service/complaint records.